Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the audio bolus button was found to be intermittently responsive and the slug was found to be misaligned. Unrelated to the complaint, the cartridge compartment was found to be cracked and chipped around the opening.

Event description:
The pump was returned for investigation. Investigation revealed that the audio bolus button was intermittently responsive and the slug was found to be misaligned. This report is made based on results of investigation completed on (B)(4) 2012.